Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, upon the first inflation at 10 atmospheres for 5-6 seconds, the balloon ruptured. The device was simply removed from the patient and the procedure was completed with another 3.00mm x 12mm nc emerge balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.  Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The device was hooked up to an inflation device containing water and the device leaked water from the distal tip. The inner shaft is buckled and has a puncture hole 2.5mm from the bi-component weld which is consistent with the damage that is seen caused by use of a guide wire. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The balloon would not inflate correctly due to the inner shaft damage. There is no indication the device was inflated over the rated burst pressure. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery. A 3.00mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, upon the first inflation at 10 atmospheres for 5-6 seconds, the balloon ruptured. The device was simply removed from the patient and the procedure was completed with another 3.00mm x 12mm nc emerge® balloon catheter. No patient complications were reported and the patient's status was good.